Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 8021545-2024-01891 - device 3 of 5. E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion set fell off during use events on (B)(6) 2024. The insertion site was abdomen and thigh. The blood glucose level was high at the time of event therefore the patient was treated with manual injection. No further information available.